Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker advised the customer that their device is unrepairable as system pcb is no longer available. No repairs have been performed and the device has been returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to complete boot up during the initial power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.